Manufacturer narrative:
The customer reported that the ac power module had failed. Failure of the ac power module would prevent the unit from powering up on ac power as well as prevent the battery from charging. The customer was sent a new ac power module which resolved the reported issue.

Event description:
The customer reported that the ac power module had failed.